Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies, but occlusion recurred. Customer's blood glucose reached 410 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer was treated intravenously with saline and insulin and was released 1 day later with the issue resolved, and no permanent damage. Customer changed pump supplies and was able to resume insulin delivery successfully.